Event description:
Upon initial interrogation in the hospital, the ICD displayed a hardware vvi backup reset. The rep reported that the pt had arrested the day before. It was reported that the pt did not feel good, then fell to the floor and started convulsing. The paramedics report states the pt was in pea (pulseless electrical activity) upon arrival to the home. Upon arrival to the ER, the pt was in ventricular fibrillation and was externally defibrillated. The pt was in and out of ventricular tachycardia and was intubated. The device will be explanted when clinically feasible.